Manufacturer narrative:
FDA request for additional information: a more complete description of the incident described in the medical device report including relevant events prior to and subsequent to the actual incident. Please further explain how you reached the conclusion(s) about the event indicated in your conclusion code(s). St. Jude medical response: information provided by competitor. Numerous attempts were made to contact the facility, with no response se. No further information is available.